Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v986836, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 37085-60, lot# nkn033283v, product type: extension. Product ID 3387s-40, lot# v986836, product type: lead. Product ID 37085-60, lot# nkn033288v, product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the infection of the electrode was related to the implant procedure and study. It was unknown if it was related to the lead and there suspected cause was unknown.

Event description:
It was reported that nearly one year after implant in (B)(6) 2013 an infection of the right lead was discovered after the subject presented with symptoms. It was noted that the MRI showed abnormal enhancement around the lead. It was noted that the right lead was removed. It was noted that the subject was discharged on IV antibiotics. It was noted that on (B)(6) 2013 due to infection of the scalp in the area of the right lead, it was decided to remove the entire system and place the subject on antibiotics. It was noted that it was the intention to re-implant after three months of treatment. It was noted that the status was ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event had required in-patient hospitalization. The event was also considered open at this time.

Manufacturer narrative:
Initial report was missing implant date of (B)(6) 2012.